Manufacturer narrative:
(B)(4). The lot was manufactured from january 27, 2015 to january 28, 2015. The device was received for evaluation. Visual inspection was performed and revealed no signs of damage to any parts of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was damaged. This was noted before use. There was no patient involvement. No additional information is available.